Event description:
Member has spinal cord stimulator, which he states malfunctioned, shocking him, and requiring an ER visit via ambulance. Member is on pain meds and specialist feels that member wants pain meds and is doing this for attention.